Event description:
This report is to advise of a leak found during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device did not meet specifications during leak testing. Further investigation revealed bls and fluid ingress within the shaft between electrodes 1 and 2, consistent with a leak. No gouges were noted in the shaft material between electrodes 1 and 2, and no leaks through the fiber optical seal were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the shaft leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.